Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient has halos and glare, has blurry distance vision, can't drive at night nor read and has shadowing/darkening in the vision. Additional information was requested.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).